Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Keypad testing was performed with no discrepancies. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified however the keypad will be replaced due to the keypad display overlay being dented. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the number 7, 8 and 9 of a spectrum iq pump touch pad (keypad) did not work. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.